Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an (B)(6) trial device. It was reported the trial patient was not seeing any improvement and felt depressed; troubleshooting included changing programs. The patient also reported not being able to void at all last week. No further complications were reported or are anticipated.